Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr) grade 4+. Patient presented with an enlarged atrium and thickened leaflets. Imaging quality was poor. Xtw (lot: 40723r1084) was placed but after deployment detached from the anterior leaflet (single leaflet device attachment (slda)). An additional triclip was placed to stabilize. The procedure ended with tr reduced to grade 3. There was no reported clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and based on the information provided, and per the physician, the reported single leaflet device attachment is due to thickened leaflets and is therefore related to patient conditions. Image resolution poor was related to procedural conditions associated with imaging quality being sub-optimal. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.